Event description:
Note: type c1 metaphyseal fracture.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Additional narrative: device used for treatment. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported. Patient enrolled in (B)(4) study was implanted with nail and screw on (B)(4) 2011 for tibia fracture, right side. On (B)(6) 2011 patient was noted as having pseudoarthrosis of the right tibia. On (B)(6) 2012 patient had last dynamisation. Patient experienced hyperthermia and minimal redness soft part distal right tibia, (B)(6) 2012; it was noted patient had infection, bone osteomyelitis. Patient was treated with medication and the hardware was not removed. This is 2 of 2 reports for this event.